Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent an orthopaedic salvage procedure on (B)(6) 2013. During the procedure, the connecting screw would not thread into the stem. This resulted in a delay of greater than 30 minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. The threads on the returned part were damaged preventing the mating screw from engaging. All stems in this series of product have the screw assembled prior to packaging. This should ensure the screw does not fall on the floor while unpackaged and function before leaving biomet. Another stem from the same lot number was returned for evaluation, we can confirm the parts left biomet with acceptable threads allowing correct assembly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."